Event description:
While the cna was assisted the pt from the bed the wheelchair using the lift she heard a pop. The lift disengaged, with the tilting frame falling with resident to the floor. The resident ssuffered a non-displaced fracture of the right hip a large hematoma to the left inner thigh (10"x26-1/4"), and a 1" laceration to the forehead which required three sutures. The reson to the forehead also lost a large amount of blood due to coumadin therapy and trauma with the blood transfusion and is in the ICU.